Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged c-style retaining ring on the grip ring. The retaining ring was found dislodged at the proximal end. This causes the jaws not to operate properly, leading to instrument failure during initialization. Additional observation related to the customer complaint: the instrument failed during initialization. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error: "self-test failed. Remove instrument.¿ review of instrument logs verified three homing failures with error code "22026" and description "vessel sealer extended failed during homing on usm4 (toolid: vessel sealer extended)." The dislodged c-style retaining ring on the grip ring was likely causing failure during initialization. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument did not pass self-test. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device malfunction was not patient related. Immediately when the instrument was inserted for the first time and without contacting patient tissue, the instrument gave an error saying it didn¿t pass a self-test. All other instruments used during the case functioned properly including the second vessel sealer that was opened.

Event description:
Refer to h11 for follow-up information.